Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh removal of vaginal mesh and cystoscopy on (B)(6) 2014 for history of partial excision of vaginal mesh and incomplete bladder emptying. It was reported that the patient underwent partial mesh excision and lysis of adhesions in (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-03725 and medwatch 2210968-2012-03728. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, urinary retention, recurrent urinary tract infection, frequency, urinary incontinence, urgency and dyspareunia. (B)(4).